Manufacturer narrative:
One fast-fix 360 curved needle delivery device was returned for evaluation and the inserter confirmed the actuator is in its post t2 deployment position indicating a complete deployment took place. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. Due to these observations no root cause related to the manufacturing process can be established. (B)(4).

Event description:
It was reported that during a meniscus repair a simultaneous deployment in the first shot, t1 and t2 occurred and no product was left unsupported in the body. A backup device was available and initial device was replaced.